Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2023-08050. The investigation findings will be submitted under MFR # 2916596-2023-08050.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Journal name: japanese journal of clinical anesthesiology. Author name: (B)(6). Topic: two cases of anesthesia management in non-cardiac surgery for patients with implantable lv assisted artificial heart (lvad). Facility name: (B)(6) hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with dilated cardiomyopathy was fitted with a heartmate nail. Decreased right ventricular contractility due to right coronary artery occlusion was observed after the left ventricular assist device (lvad) was attached. Before admission, continuous administration of dobutamine and milrinone was started. Since the lvad flow rate decreased after induction of anesthesia, it was suspected that the patient's blood volume decreased due to excessive hematuria. Cystoscopic hemostasis, lavage, colloid fluid loading were performed for the intractable hematuria.